Manufacturer narrative:
This report is submitted on january 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a sore at magnet site and subsequently was treated with medication (type and date not reported). Additional information has been requested, but not been made available as of the date of this report.